Event description:
Gotten stuck inside- tampon [foreign body in reproductive tract]. String has fallen off of this product- tampon [device breakage]. Case narrative: consumer reported via letter that the string fell off tampons twice. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.